Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate sensing, impedance and threshold measurements on right ventricular lead were observed during follow-up in clinic. Chest x-ray was performed and lead was found to be dislodged. Twiddler's syndrome was suspected. Lead was explanted and replaced. Patient was stable.